Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified. Admitting diagnosis: status post fall.

Event description:
It was reported that during the infusion of dexmedetomidine, the module spontaneously disconnected and alarmed. Upon inspection, the device displayed "channel error" and could not be cleared. Therefore, the affected channel was replaced. The event occurred at the intensive care unit. There were no adverse effects caused to the patient. Per non-bd biomedical engineer, devices were inspected and no issues were found. Risk authorization cleared them for release and all devices were placed back in service.